Event description:
The consumer reported a negative result with the covid-19 at-home test. On (B)(6) 2022 the consumer started having canker sores on her tongue. On (B)(6) 2022 the consumer's canker sores went away but she developed a fever. On (B)(6) 2022, at approximately 5:00 am or 6:00 am, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022, at approximately 3:00 pm, the consumer performed a covid-19 at-home test and the result was positive. At this time, the consumer had a fever, cough, felt tired, and had a stuffy nose. A pcr test was not performed. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
The consumer feels she may have performed the first negative test incorrectly (the test taken on (B)(6) 2022, at approximately 5:00 am or 6:00 am). She feels she did not add enough liquid to the test device. The test requires 4 drops to be applied onto the sample well. Product labeling states: "failure to follow the instructions may result in inaccurate test results". Step 8 of the test procedure for this product states: "hold the tube upright above the sample well. Drop 4 drops onto the sample well". Occupation is patient/consumer. The case was sent to the manufacturer for investigation. The investigation is ongoing.

Manufacturer narrative:
A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).